Event description:
Customer's nurse reports back to back testing to a professional meter while using the advantage system with results of 434 mg/dl on customer's meter and 154 mg/dl on professional meter. No quality controls were run. A request was made for return of the suspect product and replacement was sent.